Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges the tube (tip part) of the device is dirty. The device was returned and black dirt were observed which extended over 3 mm or so, clung to the surface of the cuff of the standard tube during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.